Event description:
A cartridge alarm was reported by the caller, caused by exposure to magsafe magnets. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support advised the caller to remove the cartridge, deliver a bolus, and reload the original cartridge, which successfully resolved the issue and allowed the caller to resume insulin therapy.